Event description:
It was reported that the patient's controller was alarming "connect power" for two to five second increments while connected to power. This occurred both on wall and battery power. Log files were submitted for review which captured a lot of power cable disconnect alarms as well as odd voltage trends while the patient was connected to batteries which indicated a weak connection between them. On one occasion, these power cable disconnect alarms became a no external power alarm where the ebb was used for 15 seconds. This could also have been the result of the patient having both power leads disconnected at the same time for a longer duration of time. It was recommended to clean the battery clips and battery contacts with an alcohol wipe. It was also noted that in the periodic log file, there was an event on 24dec2025 that looked like the pump was restarted after communication faults and a low pump current alarm. The alarms were resolved by replacing the system controller (B)(6). It was additionally communicated that the newly deployed system controller (B)(6) began alarming for connect power alarms that did not resolve after cleaning battery clips and battery contacts. The controller was exchanged again on (B)(6) 2025 which resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms and a no external power event on the system controller (serial number (B)(6) were confirmed via log file analysis. Submitted log files captured multiple intermittent atypical power cable disconnect and low power hazard alarms due to the relative state of charge (rsoc) voltage in both the black and white power cables dropping below the alarm threshold. These alarms would typically self-resolve without action needed. Additionally, a no external power alarm activated during one of these instances of voltage fluctuation. The backup battery functioned as intended to provide power to the system until external power was restored. The no external power alarm resolved upon both power cables being connected to a mobile power unit (mpu). The pump operated as intended within the expected speed range throughout the data capture. The system controller was returned in unremarkable physical condition and underwent functional testing. The system controller passed all testing steps without issue. The system controller was connected to a mock circulatory loop for an extended duration and was able to operate a pump without issue for extended operation. The reported alarms were unable to be reproduced during testing. Available information provided that the system controller was exchanged which resolved the alarms. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. An are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the power cable disconnect, low power hazard, and no external power alarms and how to resolve them. Heartmate 3 patient handbook and heartmate 3 IFU (section 3, ¿powering the system¿), describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources to prevent loss of power by ensuring that one power cable is always connected to an external power source. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.